Manufacturer narrative:
Per the t:slim g4 user guide, the user is not to remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen. (B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump and after resuming insulin delivery, a cartridge 1 alarm was received. The customer reloaded the cartridge as it had 100 units of insulin and a minimum fill notification was received. The customer's blood glucose level was 178 mg/dl. As the customer did not have any additional supplies on hand at the time tandem technical support was contacted, troubleshooting to resolve the reported issues could not be performed. Although follow-up attempts were made, the customer did not reply. No additional information was provided.